Manufacturer narrative:
Customer stated that while attempting to run a qc control test, they witnessed the provue dispense liquid into the reagent red cells and diluent 2+ used for preparation of blood typing and blood antibody screen testing. The root cause was determined to be contributed to by the customer not carefully replacing the waste bottle after emptying the waste. Prior to the incident, the customer emptied the fluid wasted bottle and, while replacing the bottle, the waste line was inadvertently pinched along the side of the waste bottle. This tubing connects the wash station of the probe and dilution cup drain to the fluid waste bottle. This pinched tubing caused the backup of wash solution to drip from the probe washing station into the reagent red cells. Depending on the specific reagent diluted, a false negative blood type or antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of incompatible blood or antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible patient. The likelihood of serious injury is not remote. Based on the available information, mts is reporting this event based on the potential for injury should the event occur without detection by the user.

Event description:
Customer stated that while attempting to run the daily qc test, they witnessed the provue dispense liquid into the reagent cells and diluent vials used for preparation of blood type and blood antibody screen testing.